Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that when deploying the angio-seal device, the user was pulling back on the angio-seal, and everything came out. The footplate, collagen and suture were pulled out of the patient's body. The physician that the angio-seal sheath must have pulled out of the patient's artery when the angio-seal was being deployed in the tissue. When the device was pulled back, the footplate was not able to catch on anything and just came out. Manual compression was performed, and hematoma was compressed. No other issues communicated. The patient was stable, and the procedure outcome was successful. The estimated blood loss was less than 250cc. Additional information was received on (B)(6) 2023: the angio showed that the hematoma was in the common femoral. There was no disease noted. Manual compression was performed immediately. No real hematoma remaining. The patient was stable after manual compression.